Event description:
It was reported that stent moved on balloon. A 16 x 4.00 promus premier drug-eluting stent was used for treatment. During preparation, the stent protector was removed, and the stent displaced from the balloon. The procedure was completed with another of the same device without any difficulty. No patient complications reported.